Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant patient result when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer. The initial patient sample was tested on the cobas® liat® system generated sars-cov-2 positive. The doctor questioned the result, the same sample was sent out for confirmation testing and the result was negative. A new patient sample was then recollected and repeated using a different device was also sars-cov-2 negative. The results were reported to the patient and the doctor. No harm is alleged, an investigation is in progress.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
No instrument data is available to determine if this sample was at the limit of detection for the assay where results are known to waiver. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one asplsay may not be reproducible with a different assay. An investigation was performed on the alleged reagent to rule out any contribution and the complaint allegation was not observed. (B)(4).